Event description:
(B)(4). It was reported by the territory business manager that the tdxiv-2 power wheelchair set of screws fell out causing the brake lever to become loose and falling off as well. There was no patient injury reported.